Manufacturer narrative:
This MDR is related to ge healthcare. The customer found a bad interconnect cable and they will change it.

Event description:
The customer reported that after they replaced the hv cable, the image appeared fine but when they finished with a pt, a white bar appeared in the image.